Event description:
It was reported that during a novasure procedure on (B)(6) 2026, the physician observed a small area of damage on the patient's vaginal tissue during the conclusion of the novasure procedure. The procedure included a hysteroscopy with polypectomy, removal of a small fibroid and a novasure procedure. The physician noted that the damage may have occurred during removal of the device. Upon further evaluation, the area appeared to be discolored and slightly damaged. The physician could not confirm the damage but possibly thought it was a little burn. The area of discoloration was noted on the patient's right inner labia. The physician injected lidocaine into the affected area. No additional surgical intervention was required. The procedure was completed successfully. No other information is available.

Manufacturer narrative:
Lot number/serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.